Event description:
Hill-rom received a report from a hill-rom technician stating the slingbar bolt broke during pt transfer. The lift was located in the pt room at the time of the incident. The pt was over the wheelchair at the time and no pt or user injury was reported. This report was filed in our complaint handling system as complainant # (B)(4).

Manufacturer narrative:
The technician found the slingbar bolt broken when he investigated product. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this lift. It is unk if the facility performs preventative maintenance on their lifts. The technician stated the customer ordered a replacement slingbar and the customer will perform the repair to resolve the issue. The investigation is ongoing, however if any additional relevant info is identified following completion of the investigation, the additional relevant info wil be submitted in a supplemental report.